Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in three pieces. Visual examination found four external insulation abrasions breaching the outer insulation and exposing the outer coil, two consistent with friction to the device can and two consistent with friction to another device or feature of patient¿s anatomy. No other anomalies were noted except for the damages found consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.